Event description:
While pt was undergoing phototherapy treatment, an rn found pt with blisters on pt's back. Pt lamp was 10-20 inches away from pt and had been on for about 4 hours. Rn notified nnp and supervisors. There were 2 reddened areas. One 6cm by 4cm and the other 1cm in diameter. The larger reddened area had 3 blisters 1-2cm in diameter. One of the blisters was open and oozing fluid. Nnp had cultures performed. The next morning an md assessed the injury. Md attributed burn to pt lamp. Pt treatment was terminated at 10:30 am. Injury was treated by silvadene cream, cleaning and dressing